Manufacturer narrative:
The user facility reported that they inadvertently implanted an expired ventralex st mesh taken from their inventory into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. As reported there was no patient injury. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Remains implanted

Event description:
It was reported that on (B)(6) 2020, the patient underwent implant of a large ventralex st patch during an open ventral hernia procedure. It was later noted that the labeled expiration date of the implant was (B)(6) 2020. As reported, the mesh was taken from the hospital consignment inventory and was discovered during paperwork being performed by hospital policy. As reported, there were no patient injury and no patient intervention was required as a result.